Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported complaint could not be determined as no product was returned for analysis. (B)(4).

Event description:
A specialty manager reported an intraocular lens (iol) was exchanged because the surgeon felt the lens locked cloudy. The lens was exchanged for a different model iol. Additional info has been requested.